Manufacturer narrative:
Clinical study performed by health professional in (B)(6). The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unk; therefore, the manufacturing records for the complaint device cannot be reviewed. The complaint states: "safari guide wire was positioned in the aortic annulus and a 23 mm lotus valve delivery system was then advanced into the ascending aorta. This led the safari guide wire to move "forward and push into the apex" which lead to a 2 cm laceration in the apical / lateral aspect of the left ventricular wall." The adverse event section within the dfu indicates this is a known inherent risk of the procedure. Product distributed as safari tavr.

Event description:
Clinical study performed in (B)(6). Event description: it was reported that a left ventricular tear, cardiac tamponade, pericardial effusion, complete heart block and pt death occurred. The patient's qualifying conditions were 22.5 mm annulus diameter, mean aortic pressure gradient of 44 hh hg and left ejection fraction of 50% with mild aortic regurgitation. Prior to the index procedure, heparin or other anticoagulant was given to the pt. The pt was neither on a prior regimen or aspirin nor on anti-platelet medication other than aspirin. A loading dose of 75 mg of aspirin was given to the pt. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequently deployment of a 23 mm lotus valve. During the index procedure, a 230 cm safari guide wire was positioned in the aortic annulus and a 23 mm lotus valve delivery system was then advanced into the ascending aorta. This led th safari guide wire to move "forward and push into the apex" which lead to a 2 cm laceration in the apical/lateral aspect of the left ventricular wall (004). The wire was pulled back to relieve tensi-revealed a large pericardial effusion. Pericardiocentesis was initiated, followed by CPR and finally median sternotomy in attempts to repair the major lacerations in the left ventricular wall. However, the pt continued to bleed. The pt was transfused with 5 units of blood. The patient's condition continued to deteriorate despite all the efforts to "resuscitate with fluids, inotropes and intermittent external and internal cardiac message', and the cardiac output failed to be restored. Finally , the patient's heart stopped responding to inotropic agents and the pt was noted to have a complete heart block. Constant internal message was provided, however, the 'injury seemed unsalvageable due to the extension of rupture within ventricle' and the pt went into cardiac arrest. Eventually, the treatment was withdrawn and the pt was pronounced dead.